Manufacturer narrative:
The customer discussed the issue with a philips remote service engineer (rse) and decided to send the device to philips bench for evaluation.the repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was producing audio when performing device testing. The rft confirms that the device will not connect to the central station due to bad radio/antenna connections. The rft proactively replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the speaker is not working on the mx40; it has no sound. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.